Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> an nc search and/or device history record (mre) review, was not possible because the required lot code was not provided.

Event description:
It was reported that the surgeon was implanting the hole eliminator and rather than the hole eliminator stopping when all the way down, it went all the way through the cup. The surgeon was not happy. He decided the cup was well fixed and could be more problematic to remove the cup to retrieve the hole eliminator than to leave it the way it was. He decided to put the liner into the cup and move on. It was also indicated that there was a surgical delay of 3 minutes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.